Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was observed to have broken cable with wire exposed. There was no report of patient involvement. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue was identified prior to reprocessing the instrument. The instrument was inspected prior to use of its last use during a surgery, and nothing was observed out of the ordinary. The instrument did not collide with an energy instrument during the last use. No arcing was observed during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument involved in the complaint and completed the device evaluation. The instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation did show damage. Additionally, the instrument was found to have a frayed grip cable at the grip hub, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did show damage that would have contributed to the cable fraying. The instrument was also found to have a scratched yaw pulley. One side of the yaw pulley had several scratches. The complaint was confirmed by failure analysis.